Event description:
It was reported that the 3ml cartridge that was loaded into the ms3 pump alarmed after pressing ?start" to fill tubing, and jumped back to load cartridge screen even though the cartridge was loaded and check mark was in box. She tried it in both pumps multiple times and always the same issue happened. When she used a new cartridge, it worked fine in both pumps. No patient or clinician injury. No patient information is requested/ entered as this is considered confidential in (B)(6)",